Manufacturer narrative:
Additional repairs outside the recall repair were addressed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Syringe split nut two 2016- 10/15/2018 11:26:26 khatauri armstead (karmstea) james cummins wk# 843-876-7086 cell# 843-693-9061 cumminsj@musc.edu 04/02/2019 09:35:25 dune laraya (dlaraya) est rcl to mjr 04/09/2019 07:18:14 crisleivy pena (crpena) updated from recall to mjr for the major repair needed per dune laraya. Service tech. Repair approved by james cummins, biomed, at c umminsj@musc.edu for $579. New po #jc1-743959. Npi 05/14/2019 10:26:37 annette a mendez (amendez) 1001901742120002942500102839861181 01/30/2020 14:10:12 mikee d baldonado (mbaldona) during the repair process, it was determined that the original problem code should have been brok (broken/damaged) for complaint trending purposes. File reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.